Event description:
It was reported that during an unknown procedure the surgeon was using the device and tip of the same was broken in the first case. No patient consequences reported. One device will be returning.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched. Also the handles of the device was partially separated from each other. The device was functionally tested with a generator and the hand activation buttons were nonfunctional. During activation using the foot switch with gen11 an instrument error was displayed. A probable cause of the device stop activating and display an instrument error is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an instrument error or blade lockout later in the procedure, and continued usage can result in a broken blade. The device was disassembled and the plastic carrier was noted to be broken off from the switch buttons. Additionally, corrosion was found inside the hand activation buttons of the device. No conclusion could be reached as what might have caused the damage to the hand activation subassembly.